Manufacturer narrative:
Product analysis :at analysis it was determined that the output connector assembly was broken. It was noted that the hanger assembly, main printed circuit board (pcb), keypad flex, encoder assembly , four knobs, main deal , display flex, and four encoder nuts were all contaminated. It was noted that the upper case was broken and the battery drawer sticks (during initial inspection). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required service and repair, during routine inspection it was found that there was no output from the unit at the terminals going to the patients cable. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.